Manufacturer narrative:
Review of provided data revealed, on (B)(6) 2024 : - the patient had an accelerated ventricular rhythm (about 140 bpm) in the slow vt zone [110-180 bpm] (no treatment programmed in this zone) - the physician tried to treat this slow vt - six sequences eps (actions triggered by the physicians via the programmer) were performed between 12:34 and 13:00. A lot of telemetry errors were raised during those sequences: o atp1 triggered: this action failed during its initialization phase (due to telemetry errors). Therefore, no atp was delivered. O atp2 triggered: this action failed during its initialization phase (due to telemetry errors). Therefore, no atp was delivered. O atp3 triggered : this action failed during its initialization phase (due to telemetry errors). Therefore, no atp was delivered. O shock at 42j triggered : this action is interrupted by a click on the main stop button of the eps test screen, during the initialization phase. Therefore, no shock could be delivered. O charges and shocks triggered : these actions failed during its initialization phase (due to telemetry errors). Therefore, no shock is delivered. O ¿rescue¿ shock triggered : this action failed during its initialization phase (due to telemetry errors). Therefore, no choc was delivered. It should be noted that several warning messages about communication errors were displayed on the programmer. Despite those communication errors, the reprogramming of the vt zone [130-220 bpm] could be successfully performed and atp delivered. The root cause of the reporting event are the communication error, probably due to a noisy environment. Based on available data, no issue is suspected on the ICD or the programmer.

Event description:
Reportedly; patient has a slow vt during an in clinic followup. The physician tried to shock the patient with the programmer by different ways, but no shock was delivered. Finally, the physician modified the programming and the device handled the vt.